Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, an unexpected shutdown occurred. The customer's blood glucose was 95mg/dl. Reportedly, the customer successfully powered the pump on, loaded a cartridge successfully and resumed insulin therapy.